Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 83mg/dl. The customer stated that she needed to change the battery and the pump would not come back on. The customer tried three batteries but it still would not work. She was advised to inspect the battery cap for corrosion and damage. The customer was advised to monitor the pump. Troubleshooting did not resolve the issue. The device was not returned for analysis.